Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be broken at the distal clevis hub; consequently intuitive motion could not be possible with this instrument. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted that the pk dissecting forceps instrument didn't move and it could not articulate, the instrument would not open. No patient harm, adverse outcome or injury was reported.